Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates on (B)(6) 2024 patient was hospitalized and symptoms like dizziness were reported at the time of hospitalization event. Reason of hospitalization were high blood glucose, dka seizure or diabetic coma and high ketone. Length of hospitalization's was 6 hours. The glucose level was over 336 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).